Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the radio frequency (rf) programmer head was returned and analysis determined it to be out of specification electrically. Its cable was twisted and it was out of specification on a functional test. Its upper case lens was also found to be cracked. The cable and the head upper case were replaced and the programmer head passed all final functional and systems tests. Product ID 2090w programmer; product ID 229047 software analyzer.

Event description:
It was reported that the programmer had a long boot time to get to the "model select" screen. It was noted that once the programmer had booted up, it functioned fine. The programmer was returned for service. No patient complications have been reported asa result of this event.